Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the sensor was not giving readings. There was no report of any injury or medical intervention. No additional even or patient information is available.